Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(4) 2015 the surgeon was using a repositioning top 32. The device got broken during impaction.